Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a metal allergy test showed that the pt was reactive to titanium and nickel. A bone scan showed uptake on the tibia and patella.